Event description:
The customer reported that the ventilator would operate on backup battery power but when it was connected to ac power the unit would shut down. The customer reported the ventilator was not in use and therefore there was no patient involvement or harm. As the device was out of warranty, the customer contacted manufacturers product support (pse) for service assistance. The pse advised evaluation and replacement of the power supply to address the reported problem. If a loss of ac power or failure of the power supply occurs during use and the ventilator is inoperable or shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer requested manufacturers evaluation of the device for the reported problem. The manufacturers field service engineer was unable to duplicate the reported problem. The service engineer replaced the power supply as a precaution to address the reported problem. Applicable final testing was completed per operating specifications.

Manufacturer narrative:
Supplemental report